Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 12atm. The device was removed from the patient's body by normal method without any problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon folds were tightly wrapped. Blood was identified within the balloon. As a shaft break had occurred it was necessary to cut the device below the break point within the shaft polymer extrusion portion to allow for inflation. Inflation was then completed using a syringe and an inflation device and a pinhole was noted a 3mm distal from the proximal marker band. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified a complete break at 755mm distal to the strain relief. Multiple hypotube kinks were also identified. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 12atm. The device was removed from the patient's body by normal method without any problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.